Event description:
The device was used during a tfc fusion cage explantation. Reportedly, two cages were explanted because the cages migrated. The hosp has reported the pt's condition is satisfactory.